Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was presumed that the suggested event may have occurred due to a chemical, such as an anti-fog agent, mixing with a protein originating from a human source (e.g., the device had been inserted into a human body that had been exposed to an anti-fog agent). Additionally, the device was angulated, which may have caused its passive bending tube to bend. Although the device was subsequently reprocessed, detergent residue likely caused corrosion of the nozzle, allowing both the chemical and protein to remain on the device. However, while the device malfunction was confirmed, the root cause for the presence of the foreign material in the subject device could not be determined. The event can be detected/prevented by following the instructions for use in: the reprocessing manual states inspection methods on the suggested event in chapter 5, 5.5 manually cleaning the endoscope and accessories - clean the external surfaces. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign matter that had adhered to the surface of the tip including the objective lens and the nozzle pipeline of the air/ water supply. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.